Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements on this right ventricular (rv) lead resulting in a lead safety switch. Additionally, oversensing of noise was observed resulting in pacing inhibition and inappropriate non sustained ventricular events. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements on this right ventricular (rv) lead resulting in a lead safety switch. Additionally, oversensing of noise was observed resulting in pacing inhibition and inappropriate non sustained ventricular events. Boston scientific technical services (ts) was consulted and further evaluation was recommended. Further information was received that a lead fracture is suspected due to this patient being an active farmer. A lead revision has been scheduled in the near future. No adverse patient effects were reported. At this time, this lead remains in service.